Event description:
It was reported that during a laparoscopic adhesiolysis procedure, the active blade of the device fell off into the patient. The blade was retrieved and there was no patient consequence.